Event description:
A racer biliary stent was implanted into a mesenteric artery. The lesion morphology was reported to be non tortuous, no calcification, and 85 percent stenosis. It was reported that the stent was successfully implanted, however, the balloon burst approximately 12 atms upon the first inflation. Upon removal of the delivery system, after about 10 mm, the physician felt resistance. The physician used excessive force was able to remove the delivery catheter from the patient, but the proximal marker band to the tip of the delivery catheter was detached. The physician was able to snare the detached component with a snare device, and removed the component from the patient. The delivery system was returned to medtronic, and the analysis has been completed. No additional sequelae were reported and the patient is reported to be fine. Likely root cause of radial burst of balloon is unable to be determined. The inner lumen of the device appears to have been stretched after the balloon burst, and which resulted in the detachment of the distal end of the device, which is evidenced by the necking of the lumen. Had the lumen not been stretched to this point, it is not likely that the tip would have detached. The area of elongation is localized to the area of the balloon portion of the device which may imply that the device may have been stuck and was being pulled to remove when the device broke. The balloon may have become stuck after the burst, as the balloon was found "inside out" over the tip. The detachment of the component is related to elongation, not balloon burst. We are unable to determine the specific root cause of the balloon burst.

Manufacturer narrative:
Device failure related to user handling (unapproved use of device, device is indicated for use in the biliary tree).